Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports seven months after the dental implant was placed in ada site 23 in type ii bone, the implant had not achieved osseointegration. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc after the evaluation, the event was considered as osseointegration failure. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation

Event description:
The clinician reports seven months after the dental implant was placed in ada site 23 in type ii bone, the implant had not achieved osseointegration. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).